Manufacturer narrative:
A field service engineer was dispatched to customer site and discovered the oil mist filter screws had not been tightened after the planned maintenance 2 (pm2) was performed. The oil mist filter screws were tightened to resolve the haze issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced for this issue. The assignable cause of the haze/mist/vapor issue is the loose oil mist filter screws. The field service engineer tightened the screws and confirmed the sterrad® 100nx was restored to proper function after service. Re-education of the fse was also implemented as the screws had not been tightened after the pm2 was performed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The correct brand name is sterrad 100nx sterilizer 2-dr, with duo. Catalog number - the correct catalog number is 10104-004. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.